Manufacturer narrative:
The device was not returned for evaluation. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through the FDA, that a customer experienced difficulty with the opening of the pipeline. It was reported that, a "4.5 mm x 18 mm pipeline embolization device was advanced through the marksman catheter, advancement through the marksman catheter was felt to be difficult from the beginning by the physician. Once it was deployed the distal portion of the pipeline device into the right m1 segment and after saw manipulation, physician noticed that the distal end of the pipeline device opened up, but here was constriction approximately 4 mm proximal through it and they were able to form "cigar shape" proximal to the constriction. Physician tried to use multiple maneuvers to get it to open better and attempted to resheath the device back into the microcatheter and readjust their location and landing zones. Once they were able to pull it back where they wanted it, they got more opening of the distal portion, there was signification difficulty opening it more proximally. Once they were proximal to the aneurysm multiple wagging techniques were performed. Despite this, the device would not open and they continued to experience significant difficult maneuvering the pipeline device and microcatheter specially resheathing was extremely difficult. At this point especially when they noticed they were unable to resheath the device, they decided that the microcatheter and device combination was not working an the microcatheter was probably damaged. They decided not to take a chance on this patient. As the device was not opening up and removed the pipeline device along with the microcatheter." No patient injury was reported.